Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the tip of two (2) burs broke off during the procedure. There was no delay to the procedure as a result of this event. It was noted that there was no broken piece(s) that was left inside the patient's body. There was no patient impact or injury. On follow-up, it was reported by the manufacturer representative that the tip broke off most likely due to the use of too many rpm; the maximum for the bur is 6.000 rpm and the handpiece or console can go up to 30.000 rpm. The customer was not able to check the rpm that was being used.

Manufacturer narrative:
Analysis found that the tips of the burs broke off at the proximal end of the suction window which would have resulted in the reported event. The portions that detached measured 0.408¿ and 0.402¿ respectively. The irrigation hoods at the distal tips were ground down. The inner and front hub bushings were dislodged from their seated position. If information is provided in the future, a supplemental report will be issued.